Event description:
Patient reported, they have had consistent problems with the aligners. Causing their gums to swell really bad. They report, that their doctor recommends not to continue treatment.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.